Manufacturer narrative:
The device was not returned for evaluation. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the balloon of the catheter would not fully deflate during removal. The physician was able to pull the catheter out of the patient while still partially inflated. There was no patient injury or medical intervention reported.